Event description:
Caller reported that insulin gauge displayed an amount different than expected, with discrepancies noticed back eight months ago and the most recent occurrence two days ago. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by reloading the same cartridge for all events and acknowledged instructions to contact technical support for troubleshooting if the problem recurs.